Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with pre-existing flail, prolapsed posterior leaflet, and dilated left atrium. Two mitraclip xtw clips were inserted and deployed without issues. To further reduce mr, a third clip, a mitraclip, was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa) imaging revealed that the clip continuously opened to more than 40 degrees. Troubleshooting was performed. However, the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.